Event description:
It was reported to medtronic minimed that the customer experienced a sensor updating loop, lost sensor alarms, diminished battery life, the pump randomly turning off without a low battery alert, non-responsive buttons, and rejection of new batteries. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test, active current measurement and sleep current measurement. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection; however, moisture damage was noted on keypad traces. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2026 08:59:19 in pump downloaded history. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2026 11:06:00 after more than 7 days at 18.08 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked battery tube threads. The p-cap/reservoir does lock properly. No failed battery test and power errors noted and passed all required testing. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. All buttons functioned properly during test. No keypad anomaly noted, however moisture damage was noted on keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.